Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered arterial dissection and vascular surgeon was consulted. Towards the end of the idiopathic vt procedure, an arterial dissection was noticed when dye was injected into the patient's leg, and visualized on fluro. It was confirmed by the vascular surgeon examining the fluro, and no medical intervention was provided. The patient was reported to be in stable condition. Once the arterial dissection was confirmed via the vascular surgeon, the physician canceled the procedure. It is unknown at this time whether the issue was caused by the catheter, the sheath or the wire. The physician¿s opinion on the cause of this adverse event: product malfunction. The patient was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was not performed and the patient was under local anesthesia for a few hours. Since this event is life threatening and required interventions (vascular surgery assistance) to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.